Event description:
It was reported that during a da vinci s pyeloplasty procedure, the bifurcated light guide cable began to burn the sterile drape creating a small flame in the operating room. The surgical staff was able to quickly extinguish the flame and the planned surgical procedure was completed with no patient harm reported.

Manufacturer narrative:
The investigation conducted by field service engineering found the bifurcated light guide cable to have insufficient light transmission, however, no visible damage was found. The bifurcated light guide cable provides a path to focus light from the illuminator into the light ports of the endoscope. The system was repaired by replacing the affected bifurcated light guide cable. After further investigation, it was discovered that the field service engineer notified the account during a maintenance visit on january 22, 2010, that this cable was defective due to the low light level it produced and should be removed and replaced, however, the account continued to use the affected cable. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.